Event description:
Routine complaint investigation when a consumer reported receiving a high reading of 67 mg/dl on the precision xtra blood glucose monitor when compared to a lab value of 35 mg/dl. The values, when plotted on a parkes error grid, fall in the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.